Event description:
It was reported that the handpiece tracker array became loose during surgery. The screws were tightened on the handpiece array and surgery continued. No further issues or patient impact were reported. After surgery, sales rep realized one screw on handpiece array was stripped.

Manufacturer narrative:
H10 h3, h6: the thumbscrew, intended for use in treatment, was not made available to the designated complaint unit for investigation. Based on the field report, the handpiece tracker array became loose during surgery. Operator tightened the screws on the handpiece array and continued the surgery. After surgery, they realized one screw on handpiece array was stripped. DHR review found that no conditions which could contribute to the reported event were identified. This information reasonably suggests that the device met the specifications at the date when it was released for distribution. A complaint history found similar reports, this issue will continue to be monitored. Product labeling has been ruled out as a cause of the complaint. We could not confirm if there was a relationship established between the reported event and the device. Photos of the device were not provided for evaluation and the device was not returned. Therefore, the root cause could not be determined. A factor that could have contributed to the reported event includes the user over tightening the thumbscrew. The surgical system's user manual released at the time of the complaint (pn 500054 rev c) provides instructions for tightening on three thumbscrews and notes to "use the wrench if needed; do not overtighten" and "do not overtighten the thumbscrews. This can damage the handpiece".